Event description:
It was reported that a user transitioned from a dexcom g7 to a libre 3 plus sensor for use with the ilet system and experienced a ¿sensor already in use¿ message that prevented glucose readings, consistent with a device communication and pairing issue between the sensor and a non-ilet mobile application. Symptoms included no reported adverse physiological effects and no change in blood glucose status. Outcomes included successful restoration of data flow after guidance to remove the conflicting libre application and pair a new libre 3 plus sensor with the ilet mobile app, after which the sensor entered the normal warm-up period. Investigation included technical troubleshooting with the user and user education. Investigation of this case revealed that the initial sensor had been paired to another device or application by the healthcare provider, resulting in a lockout when attempting to use it with ilet. It was concluded that the event was due to use error related to prior pairing of the sensor to a different application, and that the ilet system functioned as designed once the correct setup steps were followed.